Event description:
Patient reported the infusion set transfer set broke in half. Patient did not notice this because she was sleeping, and she woke with a blood glucose level of 22-24 mmol/l (396-432 mg/dl). Patient felt ill and changed the infusion set, and her blood glucose returned to normal. Patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.